Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported arthroscopy surgery was performed due to a low grade infection (without any changes of components). Patient was placed under anesthesia.